Event description:
It was reported that the multifocal intraocular lens (iol) was split in half when surgeon went to insert it into the patient. Lens was partially inserted. The doctor was able to withdraw the partially inserted iol. A different lens of the same model was used without any issues. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 27-nov-2023 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection reveal that the suspect handpiece was received with the plunger rod partially advanced overriding the lens and with the cartridge tip bent. Ovd residue was observed to be present. The lens appears stuck in cartridge and broken into pieces. The handpiece was disassembled in an attempt to retrieve the lens for further evaluation but was unsuccessful. No further issues could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.